Event description:
Since implant, the pump had occasional volume discrepancies. At the most recent refill, the actual reservoir volume was 9 ml; the expected reservoir volume was 6 ml. The physician planned to monitor the patient; possibly get imaging; and then if needed replace the catheter if the volume discrepancies continued or if the patient became symptomatic. The patient status was reported as ¿alive-no injury¿. The patient was doing well. The device system was delivering compounded baclofen.

Manufacturer narrative:
Concomitant product: product ID 8703w, serial# (B)(4), implanted: (B)(6) 1999, product type catheter. (B)(4).